Manufacturer narrative:
Approximate age of device ¿ 2 years and 1 month (calculated from the manufacture date of the system controller.) The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a follow-up visit, the spare system controller was connected to power and driveline disconnect and pump stop alarms occurred. After switching it to sleep mode and retrying, the same thing happened. There were no adverse effects to the patient. It was reported that the system controller would be replaced. No additional information was provided.

Manufacturer narrative:
The reported alarms of driveline disconnect and pump stoppages were confirmed via the extracted system controller log file. The returned system controller was tested and passed every test. This controller did not appear to be the patient¿s primary controller. On the event date, (B)(6) 2018, the controller goes into run mode due to the backup battery being flagged as uninstalled which causes the multiple reported alarms. The driveline was not connected during the event. The root cause of the reported alarms was due to not charging the backup battery in the reported system controller. No further information was provided. The manufacturer is closing the file on this event.